Event description:
It was reported that within a few days of implant, the patient had a pleural effusion from a micro-perforation. The right ventricular (rv) lead was unable to capture and was dislodged. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: sedr01, implantable pulse generator, (B)(6) 2013; 407645, implantable pacing lead, (B)(6) 2013. (B)(4).